Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -8.0/+1.0/093 into the patient's left eye (os) on (B)(6)2022. The lens was exchanged on (B)(6)2023 for a longer length lens due to low vault. This resolved the problem. The reporter did not indicate the cause of this event.

Manufacturer narrative:
Claim# (B)(4).